Event description:
Date of occurrence: (B)(6) 2018, dept and site: pediatrics, type of incident: staff injury. Brief description of incident: employee pulled the needle from the drawer and pricked herself. Integra retracting needle did not have a cap on it. Note: this was a clean needle stick. The lot number is: 7027899, exp: 12/31/2021.